Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available. This report will be supplemented accordingly.

Event description:
The customer reported that a spark was noted inside the visera elite ii video system center. There was no patient harm or user injury reported due to the event.